Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is considered likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the merlin was being used to treat an in-stent restenosis in the rca. The balloon ruptured at 18 atm. Another company's balloon was used to continue the procedure. There was no patient effects. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusions summation - based on the review of the device history records, it can be assumed that the device was in working order and left abbott vascular instruments as per specifications. During the investigation of the production records, indications of any manufacturing issue on the manufactured devices in this production lot could not be found. Due to the fact that the device was not sent back for investigation, the root cause for the failure could not be found.